Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with this complaint and completed its investigation. The failure analysis (fa) investigations did not replicate nor confirm the reported complaint. Fa found no broken cables or wires on the instrument. The instrument passed the electrical continuity test and the energy delivery test. The root cause of this failure cannot be traced to device. Additional observations not reported by site: the instrument was found to have both ears of the distal clevis broken. The broken pieces were not returned, measuring roughly 0.214¿ x 0.241¿ and 0.230" x 0.295" in size. The root cause was attributed to mishandling/misuse, such as excess force applied at the instrument tip. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause is attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was available for review. A review of the instrument log for the permanent cautery hook instrument (part# 470183-14/lot# n10211027-0074) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2022 on system (B)(4) for a cholecystectomy. The alleged event occurred on the 5th use of the instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had a broken black cable. The procedure was completed with no reported injury. On 26-apr-2022, intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the instrument was inspected prior to use and there was nothing was out of the ordinary. There was no issue removing the instrument through the cannula. The procedure was completed with the same permanent cautery hook instrument.